Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4). For patient 1: on (B)(6) 2022 at 10:10 am, the result from the meter was 4.6 inr. At 10:33 am, the result from a laboratory using stago reagent was 3.2 inr. The nurse practitioner considered the laboratory result to be correct and the patient's warfarin dose was adjusted. For patient 4: on (B)(6) 2022, the result from the meter was 4.3 inr twice, once using a different finger. Within a few minutes, the result from a laboratory using stago reagent was 3.3 inr. For both patients, the therapeutic range was 2.0 to 3.0 inr and they test every one-two weeks.

Manufacturer narrative:
The reporter's meter and strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.2-3.4 inr): qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory, but the time/date of the meter was not set correctly. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and the results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."